Event description:
The lay use/pt contacted lifescan (lfs) in 2006 and alleged that this one touch ultra meter was giving him error 4 and error 5 messages.the med affairs spec (mas) called and spoke with the pt the following day and obtained further info from the pt. The pt informed the mas that he ws getting both error messages "off and on" for the past year. However, he started getting it more often lately. He decided to call lfs regarding the meter issue a "few days ago". The pt had reported that sometime last summar (he did not recall date/time) he was feeling dizzy, "not right, and funny". He had attempted to test on the meter all day, but kept getting error 4 and error 5 messages. He did not know if his blood glucose levels were high or low. He also mentioned that he had "nothing to eat in the house-nothing sweet with normal sugars". He was also "afraid to take his set amount of insulin (exact dosage/type not provided) in case "the sugars were actually low". He called the ambulance "sometime in the afternoon" and upon arrival, the paramedics' tested him on their meter with a result of 52 mg/dl. He was given "something to eat" and was not taken to the hosp. At the time of troubleshooting, it was verified that this was not a new product. His testing tecynique was reviewed to be correct and the condition of the test strips was good. However, he did not have any products at the time of troubleshooting to go through a test. This complaint is reported because the meter failed to provide a result at the time the pt was experiencing and as a result, the pt did not know how to self treat. The paramedics' meter result was 52, which reflects serious injury and the pt was treated for hypoglycemia. A replacement meter, control solution, and test strips were sent to the lay uer/pt.